Event description:
In 2009, patient reported she was back in the hospital for elevated readings, and stated it was the beginning stages of dka. Patient reported she woke on event date, with an elevated reading of 468 mg/dl. She stated "I was sick with a cough that wouldn't go away, and high readings I couldn't get down on my own." She said the high readings probably started friday night. She was bolusing and taking injections to bring her readings down, but was not successful, so her friend took her to the hospital the following day. She is still in the hospital. She said "I'm not saying it's the pump." On follow up call the following month, patient reported she was admitted to the hospital on the day after event, and released the following day. She stated the doctor diagnosed her with dka, but told her it was a very minor case. She stated when she got to the ER, she had an e4 (occlusion) on her infusion device and disconnected from the device at that time. Patient reported she reconnected to the infusion device the same day. She stated they wanted her to reconnect to the infusion device with stabilized blood glucose readings before they would release her. Patient reported when she reconnected to the infusion device, she noticed that the insulin in her cartridge was clear gel. She stated, she then realized it was probably the cause of the occlusions and the elevated readings. Patient reported she inserted a new cartridge with new insulin, tubing and site, and the infusion device has been functioning just fine ever since. She stated, she has worked with her doctor, and he told her she needs to make some lifestyle changes. No product return was requested.

Manufacturer narrative:
No product will be returned for evaluation.